Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The scope presented a b30 scope communication error message (no image). The adhesive of the objective lens was peeled off. Insulation (safety) had not been ensured. The bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented no image. The procedure was not impacted. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.